Manufacturer narrative:
The device is expected to be returned for analysis; however, it has not been received yet. Upon return of the product for evaluation, a supplemental report will be submitted with the evaluation findings.

Event description:
It was reported that while monitoring a patient, the values on the vigilance ii monitor were periodically inaccurate, varying from 95 to 103 degrees. At times the screen would freeze. There was no treatment administered due to the inaccurate values. There were no error messages observed. There was also a 70cc2 cable that was involved in the event. When the clinicians troubleshooted the issue, they exchanged the vigilance ii monitor and the 70cc2 cable and then the second setup worked well. They were not able to isolate the issue to one of the products. There was no other suspect equipment involved. The patient demographics information is unknown. There was no patient harm or injury.

Manufacturer narrative:
One 70cc2 cable was received for product evaluation. The cable was tested on a known good working vigilance2 monitor, per the cable test, and the suspect 70cc2 cable failed the cable test. The cco test was performed using a simulator and there was an error message display of ¿check thermistor connection.¿ upon further visually inspecting the product, it was found that liquid had penetrated inside of the cable and had damaged the s2 and s3 connector. The connector pins had been contaminated. The root cause of the failure is indicative of poor maintenance. The IFU states that the product is not protected against ingress of liquid and should wiped down with a damp cloth. The device service history record review was completed and all manufacturing inspections passed with no non-conformances. The reported event was confirmed by evaluation. There are no indications that this is related to the manufacturing process. No further actions will be taken at this time. Refer to 2015691-2016-03392 for the submission of the vigilance2 monitor involved in this event.